Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04531. It was reported that patient experienced ineffective therapy in lower back area. As a result, a 1 lead trial was performed to see if that helped achieve the effective stimulation. Additional information received indicated that trial was not successful.